Event description:
On (B)(6) 2026 during follow-up, fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was diagnosed with peritonitis on five separate occasions. This complaint file will address the fourth episode of peritonitis. Follow-up with the patient¿s pd registered nurse (pdrn) confirmed the patient presented to the outpatient home dialysis clinic on (B)(6) 2025 with complaints of cold/flu, cloudy peritoneal effluent fluid and abdominal pain. A peritoneal effluent fluid culture and cell count (wbc = 2535 /mm3, polymorphs = 85%) were collected, and the patient was diagnosed with peritonitis. The patient was treated with intraperitoneal (ip) ceftazidime 1000 mg daily, and vancomycin 1000 mg every five days for 14 days. The patient¿s peritoneal effluent culture result returned positive for beta hemolytic streptococcus b, and the patient¿s antibiotics were continued. The patient has recovered from the serious adverse events and completed his antibiotic course. The patient continued to undergo ccpd therapy utilizing the same liberty select cycler without any reported issues. The pdrn attributed causality to an unspecified touch contamination event involving poor handwashing technique. Per the pdrn, the serious adverse events were not caused by any fresenius product(s) and/or device(s) deficiency or malfunction. Follow-up peritoneal effluent fluid cultures were collected on (B)(6) 2025 and were negative for growth, and the patient¿s wbc count dropped to 15 /mm3.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty cycler set and the serious adverse events of cold/flu, peritonitis (characterized by abdominal pain and cloudy peritoneal effluent fluid), which warranted antibiotic therapy. The pdrn reported that the patient¿s peritonitis was caused by a probable touch contamination event involving poor hand hygiene. Those individuals undergoing pd therapy (manual or cycler based) are at high risk for infections of the peritoneum. The streptococcus species typically enters the peritoneal cavity by touch contamination during the exchange process and/or gastrointestinal bacterial translocation. Per the pdrn, the serious adverse events were unrelated to any fresenius product(s) and/or device(s) malfunction or deficiency. Based on the information available, the liberty cycler set can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused or contributed to the serious adverse events. Furthermore, there was no report that a fresenius device(s) and/or product(s) failed to meet the manufacturers¿ specifications, as evidenced by the devices¿ continued use.